Manufacturer narrative:
B5-previously stated the problem was resolved. Corrected statement: problem was not resolved. Reference file# (B)(4) for replacement lens. H3-device evaluation: the lens was returned dry in a micro-centrifuge vial. There was fiber on the lens surface. Visual inspection found that the haptic and optic was deformed. Dimensional and functional inspection found the lens to be within specification. Claim# (B)(4).

Manufacturer narrative:
Corrected data: h10- reference MFR# 2023826-2020-01755 (claim# (B)(4)). Claim# (B)(4).

Manufacturer narrative:
Product manufactured but not sold in the u.s. (B)(4). No similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicm5_13.2 implantable collamer lens, -1.75 diopter into the patient's left eye (os) on (B)(6) 2019. On (B)(6) 2020 the lens was exchanged with a shorter lens due to refractive surprise. The problem is resolved. The cause of the event is reported as unknown.